Event description:
A customer contacted beckman coulter inc. (Bci) in regards to bunm wetting agent leak. The caps on all of the wetting agent bottles were loose and showed signed of leakage. No injury was reported.

Manufacturer narrative:
The customer was sent a replacement.